Event description:
It was reported that the patient experienced swelling and discomfort. It was suspected there was an allergic reaction. It was indicated that the tests were negative. The pump was removed due to seroma like area near the pump. A culture was taken; result was zero organisms. The patient was recovering, with no pain control. The pump was delivering morphine.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).